Event description:
Boston scientific received information that this pacemaker was replaced after triggering end of life (eol) as well as displayed increased ventricular pacing thresholds. It was noted that this patients device was checked at a pervious follow up which showed that the device had two years of life remaining and the battery gauge being approximately 30%. It was also noted that automatic capture was turned on and pacing thresholds had been elevated. It was believed that this device depleted prematurely. The device was explanted and replaced and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device malfunction was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the battery to deplete prematurely, and the amount of depletion that was unaccounted for may be due to parameters settings that were unknown earlier in the implant time.

Manufacturer narrative:
Upon analysis, this investigation will be updated.